Event description:
In situ testing revealed affected channels. The user reported not using the device since sound quality was poor and a few months ago he experienced some pain around the magnet site. It was suggested an appointment be made with ent and an x-ray to check the implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
In situ testing revealed affected channels. The user had stopped wearing the device due to poor sound quality and pain around the magnet site. An x-ray has been recommended, however no date has been set yet.

Event description:
The user_s hearing performance with the device was affected. He stopped wearing the audio processor due to poor sound quality and pain around the magnet site. The user was re-implanted with a new device on (B)(6) 2023.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered. Furthermore, it was reported that the recipient suffered from facial nerve stimulation since activation. A contribution of the lower-ohmic connection between coil and reference electrode cannot be excluded nor confirmed. This is a final report.